Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/15/2018. Medical records reviewed for MDR reportability. On (B)(6) 2015, patient's left knee was revised for the first time, to address pain and degenerative joint disease of the patella. During that revision, the patella was resurfaced (not done during primary), and the tibial insert was exchanged. That event is addressed in (B)(4). The left knee was revised a second time on (B)(6) 2016, to address recurrent pain and aseptic tibial base plate loosening, and is the subject of this complaint. The revising surgeon indicated that the tibial base plate was grossly loose, and was easily removed without bone loss. No additional information was provided regarding the specific interface(s) involved with regard to the loosening. Tibia base plate, tibia insert, and femur components revised; patella component retained. Implant prod/lot code information is currently unavailable for the primary knee components from (B)(6) 2015, although tibial insert and patella components from first revision were provided. Cement manufacturers are currently unknown for both the primary and the first revision surgeries. Doi: (B)(6) 2015; dor #1: (B)(6) 2015; (left knee); dor #2: (B)(6) 2016; (left knee).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative:  added: h6 (patient). No code available is used to capture surgical intervention.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.